Manufacturer narrative:
On (B)(6) 2016, the field service engineer (fse) replaced the r/w/p processor card and r/w preamp. The fse then calibrated the instrument and the wbc and plt backgrounds passed. The wbc calibration factor was adjusted during the process. After the part replacements the instrument passed controls without generating flags or voteouts. The instrument was returned to the customer. The repairs were verified per established procedures. (B)(4).

Event description:
The customer reported that the coulter lh500 hematology analyzer generated erroneous flagged wbc (white blood cell) and plt (platelet) on one patient sample. No erroneous results were reported out of the lab and there was no change or effect to patient treatment in connection with this event.